Event description:
It was reported that the right ventricular lead impedance has risen dramatically since the last check and that the capture has also increased. It was also noted that sensing was unchanged and there was no noise noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.